Manufacturer narrative:
Report date: 22sep2021.

Event description:
The customer reported that when device was plugged in, it says it's running on battery. There's no indication that the batteries are charging. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The customer states unit does not work on alternating current (ac) power when plugged in, it works on battery only. The remote service engineer (rse) verified power cord is good. The rse advised replacing power supply to correct the issue. The customer replaced the power supply. The unit was tested, and it was returned to service.